Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the spike fell out of the IV bag during platinol infusion. There was no leaking noted during priming and the nurse felt there was a secure connection prior to starting infusion. There was no patient and clinical staff harm due to the chemotherapy leak.